Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing would not retract after it was used. Reporter stated accidentally sticking herself with the protruding lancet and customer self treated by placing a band-aid on her finger. No other actions taken and no medical attention was sought or received. A request was made for the return of the suspect device and replacement product was sent.